Manufacturer narrative:
Updated d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was a software. Upon further investigation, it was found that there were battery springs damaged and corroded, defective dso sensor. The downstream occlusion sensor and battery springs seal were replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed an error code 45140, indicating an air detection sensor failure. The event occurred during testing.